Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user had persistent hyperglycemia 600 mg/dl for 10 hours. The user changed all supplies and reconnected the pump. At follow-up that day bg was 360 mg/dl and trending down; the user felt better and did not seek care. No long-term effects reported.